Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having issues with their sensor and blood glucose readings. The customer states that their blood glucose levels had fallen to about 30mg/dl, and was surprised that the device did not go off. It was reported that a while back, the customer had gotten into a car accident, and her blood glucose levels had spiked to 400mg/dl. The customer declined to troubleshoot for sensor and blood glucose reading anomaly.